Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
Operation of the left shoulder, following the discovery of a labrum implant broke and moved into the joint. The implants was placed 2009-(B)(6) at hospital (B)(6). Surgical re-intervention and recovery of the prosthesis.